Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was pushing its way out of the patient's skin due to massive weight loss. There were no issues reported with the functionality of the pump. The pump was explanted, but is not available for return.